Event description:
It was reported that pieces of shaver blades are flaking off, when used in patient and can cause problems when patient is put in a MRI among other things.

Manufacturer narrative:
Stryker has not received the device for evaluation. If received or if any new information is learned a follow-up report will be submitted.